Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unknown location. This issue was discovered prior to patient use. The device was filled with fluorouracil 3600mg in 115ml 0.9% sodium chloride. It was further stated the blue winged luer cap was securely connected to the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to 06/07/2021.

Manufacturer narrative:
H4: the lot was manufactured from september 25, 2020 - september 28, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph and did not show evidence of leak. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.